Event description:
It was reported that there was not saline solution in the lens vial and the lens was hard and it could not be folded in the injector. White crystals were found sticking to the lens. The lens was not used. This issue occurred with 10 lenses. This report references lens 4 of 10. Reference MDR(s)#: 131525-2015-00773 for lens 1 of 10; 131525-2015-00774 for lens 2 of 10; 131525-2015-00775 for lens 3 of 10; 131525-2015-00777 for lens 5 of 10; 131525-2015-00778 for lens 6 of 10; 131525-2015-00779 for lens 7 of 10; 131525-2015-00780 for lens 8 of 10; 131525-2015-00781 for lens 9 of 10; 131525-2015-00782 for lens 10 of 10.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation .